Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not undergo magnetic resonance imaging (MRI) as the right ventricular (rv) lead threshold was too high. The lead remains in use. No patient complications have been reported as a result of this event.